Event description:
It was reported that the patient experienced moderate ¿immobility troubles¿/balance and dysarthria following their fourth visit after the device was implanted. There was improvement and complete regression of symptoms after cessation of the therapy, and the issue resolved. It was noted that there was a likely relationship between the ¿major adverse event¿ and the implantable neurostimulator (ins) but it was ¿not linked¿ to the lead. The "major adverse event" was a disability or invalidity.

Manufacturer narrative:
Concomitant products: product ID: 37085-95, lot# serial# unknown, implanted: (B)(6) 2014, product type extension. Product ID: 3 389-28, lot# serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).